Manufacturer narrative:
The reported events were lead dislodgement and lead damage. As received, a distal portion of the lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of lead damage was not confirmed. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, dislodgement was observed on the left ventricular (lv) lead. During repositioning, it was noted that the lv lead was damaged due to use error. A new lv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.